Manufacturer narrative:
(B)(4). Facility declined to provide patient information. No tests/laboratory data available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a planned therapeutic peripheral procedure, inside the body, while passing through the lesion, the image disappeared. Visual and microscopic inspection were performed on the returned device. A tear was present at the distal shaft and the core wire was exposed. No missing piece from the core wire was observed. Portions of adhesive are missing from the proximal fillet. The device was connected to the lab system for an image test and produced a proper image. The probable cause of the observed missing adhesive could not be conclusively determined by the investigation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because the device was used in the patient and it could not be determined when the damage observed on the device occurred. There is a potential for harm if the malfunction were to recur.